Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus aureus as staphylococcus lugdunensis in association with the vitek® 2 gp ID test kit. An investigation was performed. The intended identification to s. Aureus was confirmed on vitek ms v3 (knowledge base v3.0). On vitek 2 (v7.01), one gp card of the customer lot (cl: 2420401203) and one gp card of a random lot (rl: 2420490403) were tested from cba subculture. Both cards gave a very good identification to s. Aureus (94%). The customer misidentification to s. Lugdunensis was not reproduced in-house. The vitek 2 gp card lot 2420401203 performed as intended and no further action is required.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus aureus in association with vitek® 2 gp ID test kit (ref 21342), lot 2420401203. The first identification result provided by vitek® 2 was staphylococcus lugdunensis. With retesting, vitek® 2 provided an identification of staphylococcus aureus. Testing with vitek® ms and rapidec both identified the organism as staphylococcus aureus. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.